Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device entered backup mode with no high voltage therapy available due to performing an magnetic resonance imaging (MRI) scan with a non-MRI conditional device. The device was restored and reprogrammed to resolve the event.